Event description:
It was reported via repair work order that the head right caster was stuck in brake due to a broken locking lever. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.